Event description:
Got an updated new insulin pump from medtronic minimed. I have found that the local diabetes educators could not answer questions like can I use the 3 day sensors? One week later and 4 hours on the phone medtronic finally told me not to use the 3 day sensors any more. Was informed 4 weeks later that mistake is why the transmitter is constantly alarming. They have blamed these problems on mistakes I made by hooking the wrong 3 day sensor that hooks up to the pump just like the new 6 day sensor and not putting the sensors in correctly. I have been unable to control my diabetes a1c has gone up approximately 2 points in less than 90 days. Pump alarming for over 90 days. Have not had a decent night sleep constantly tired due to lack of sleep.